Event description:
It was reported that the customer had issues with his infusion sets. One infusion set leaked, another infusion set was occluded, and as a result he received a no delivery alarm. His third infusion set, the tubing connector broke off causing the insulin to leak. The customer's blood glucose level was 275 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).